Manufacturer narrative:
On (B)(6) 2019- arjo was informed via call about the incident with the involvement of the arjo lift and sling. No more detailed information was provided about scenario and device involved. According to the customer the lift that played a role could have been tenor or sara floor lift. It was reported that a patient had been injured while being lifted. The extent of the injuries was not given, nor was the facility location of the incident. Attempts were made to identify what is the name of the customer in order to obtain more detailed incident description, model and serial numbers of devices involved and patient outcome after the incident. The last unsuccessful attempt to identify the customer facility was made on 1st april 2019. Unfortunately, arjo has not manage to collect further information, than those provided initially via call. The only circumstances described initially, was as following: "the nurses are tying knots on the slings". Passive sling instruction for use (04.sc.00-int1_5, june 2018) provides patients with some crucial information and pictures regarding correct lifting process: "before using the sling, read the lift IFU for transfer, transport and bathing." "To avoid patient from falling, make sure that the sling attachments are attached securely before and during the lifting process." "To avoid injury, always make sure to inspect the equipment prior to use." "To avoid injury, always asses the patient prior to use." Due to limited information received, we are not possible to indicate any contributing factor that might have led to this particular event. Despite arjo best efforts, we have not manage to establish either claimed devices nor circumstances around the reported complaint. Based on product knowledge and review of similar situations that took place in the past we can only conclude that the resident's fall occurs when a user does not follow correct transfer procedure as presented in the device labeling. To conclude, the system - sling and floor lift was used for the patient's care and in that way contributed to the alleged event. The patient had been injured while being lifted and from that perspective, the system did not meet the manufacturer's specification. We decided to report this event with an abundance of caution due to the allegation of patient injury.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjo was informed about the incident with the involvement of the arjo lift and loop sling. It was reported that during patient transfer device issue occurred (sling or lift failure in the spreader bar attachment point). It was impossible to define the brand name of the lift or the sling involved. As the consequence of the event patient sustained some an unidentified injury.